Manufacturer narrative:
Follow-up no. 1 - provided catalog number in d4 previously not known.

Event description:
Approximately nine months post-operatively, two broken screws were noted on radiographic imaging. The screws are located bilaterally at the s1 pedicle location in a single-level construct. The surgeon has reported that no medical or surgical intervention is planned.